Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 37 alarm-¿drive count/time values or changes incorrect for moving or coasting. Too slow or too fast¿ and pump error 63 alarm-¿hardware low level failures.¿ no harm requiring medical intervention was reported. Troubleshooting was performed. The customer was able to clear the alarm successfully and pump rewind was completed. Displacement test was completed successfully. The customer will be discontinued using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the self test due to pump error 63 occurring during testing. Pump was successfully download with thus for history files and trace files. Pump error 37 did not occur on the event date in history files and traces. No delivery alarm was noted on (B)(6) 2022 09:35 am. Pump error 63 (variable 03) occurred on (B)(6) 2022 07:39 am esf#na, line#367, file#37. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack & force sensor. Motor was tested outside of pump and it passed. The following were noted during inspection: scratched case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, faded serial label, cracked retainer. Pump error 63 is confirmed due to cracked soldered join u1(pin 02). Pump error 37 is not confirmed. Cosmetic damage is confirmed at the serial label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.